Event description:
It was reported that during a prostate ablation and stone removal procedure, it was observed that the debris shield was burnt, which prevented the successful completion of the procedure. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a prostate ablation and stone removal procedure, it was observed that the debris shield was burnt, which prevented the successful completion of the procedure. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.